Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 21st april 2010 and preformed to specification up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014. An increase in voltage on (B)(6) 2014 suggests a further pad-pak was installed with the device passing a self-test and continued to pass self-tests up to the (B)(6) 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the (B)(6) 2016. A drop in voltage was recorded during this time causing a low battery fail. A nonsensical duration data was recorded during this time. Investigation found the reported fault can be attributed to membrane failure. Ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a known good membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in device usage section of this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.